Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 46440 on power on self-test (post). There was unknown patient involvement.

Manufacturer narrative:
B5: it was reported that there was no patient involvement. One device was received for evaluation. Functional testing was able to duplicate the reported problem. It was determined that the main printed circuit board (pcb) was the root cause. The main pcb was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.